Event description:
It was reported that the patient experienced a fading sensation. It was noted that the stimulation was in the wrong location. It was noted that the event or symptoms occurred friday night, (B)(6). It was additionally reported that the patient accidentally let the stimulator "run completely down" and believed it may need to be reset. It was noted that the patient stopped feeling stimulation on friday night so he went to recharge. There were no reported falls or traumas. It was noted that the patient saw 8 coupling boxes and was able to fully recharge. It was reported that the patient was not feeling stimulation on the right side. The patient used the patient programmer and reported that the stimulation was on and that the implantable neurostimulator (ins) and programmer both had fully charged batteries. It was noted that the patient had two programs, one for each side. It was noted that program 2 was for the right side, and despite increasing this setting, the patient still did not feel stimulation on the right side. It was noted that the stimulation amplitude for program 2 was 2.4 volts, and the patient had already tried increasing to 4.0 volts. It was noted that while the patient was trying to increase the stimulation, an out of regulation (oor) message had been seen. It was reported that the oor message had appeared off and on since (B)(6) when the patient had the lead replaced. Refer to manufacturer's report # 3004209178-2014-02811 regarding lead replacement. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID: 37743, serial# (B)(4), product type programmer, patient. Product ID: 37752, serial# (B)(4), product type recharger product ID: 3708140, serial# (B)(4), implanted: (B)(6)2009, product type extension. (B)(4).